Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the customer experienced a 319 fault on their system. The site was able to clear the fault by performing a power cycle. The tse reviewed the logs and confirmed the occurrence of 319 faults on the viewer of the surgeon side console(ssc). The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to starting the procedure. The error was resolved, but the error occurred again and the procedure was aborted. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse cleaned and reseated the flat flex (ff)4 fiber from the card cage to the horizontal connector, but the 319 errors were not resolved. The fse then cleaned and reseated the horizontal fiber cable to the high-resolution stereo viewer (hrsv), but the 319 error was not resolved. The fse bypassed the blue fiber from the card cage to the vertical junction using the vertical harness; there was no change to the 319 error, and an additional 170 error occurred on shutdown. The fse bypassed the blue fiber from the horizontal junction to the hrsv with the horizontal harness, leaving the bypassed vertical harness in place. There was no change to the 319 error and no 170 error on power down. The fse replaced the card cage with no resolution to the 319 error. The fse then replaced the viewer, which resolved the issue. This ssc viewer was returned for failure analysis and visual inspection was performed, which found no problem related to the reported issue. The lighthouse/aperture was checked and confirmed that error 319 had occurred. The viewer was installed on an internal equipment, fixture, or tool (eft) system, and the system errored out with a 319 error, replicating the reported issue. Root cause cannot be determined. This cardcage unit was returned for failure analysis, and the visual inspection found the unit in good physical condition. The error log was reviewed, which confirmed error 319 via lighthouse. The cardcage unit was installed into the golden in-house system and started up with no error. After power cycling 10 times, the 319 error could not be replicated. For each power cycle, optic light levels were inspected, and all values were within the expected range. As a result of these findings, failure analysis determined that this cardcage unit was wrongly returned.

Manufacturer narrative:
The root cause is attributed to a communication issue due to the viewer. This issue may be resolved by field service engineer (fse) service of the system to replace the viewer.

Event description:
Refer to h11 for follow-up information.